Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the battery would not charge. The device was not in patient use at the time of the reported event. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the international philips service engineer who confirmed and duplicated the reported issue. The philips international service engineer replaced the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.